Event description:
A surgeon reports a pt was seen one day following intraocular lens (iol) implant surgery. The pt exhibited a severe inflammatory reaction with fibrin present. The anterior chamber was irrigated, the iol was explanted and the pt was treated with steroids and antibiotics. The inflammation resolved within three days. Two weeks following the explant, a second iol was implanted (same model as the first iol). The pt shows no signs of irritation. The surgeon does not know what the cause for the reported inflammation may have been. The association between this event and the iol is not known.